Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported that faulty pulse oximeter probes providing inaccurate spo2 for critically ill patient on high levels of o2 and ventilatory support. No consequences or impact to patient were reported.